Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. According to the investigation, the product was returned without its original packaging, with the jaws in an open position and the clamp lever in the unlocked position. The investigation reported that during investigation, distal end was inspected under the microscope and the following was noted. The jaw dots (stand-offs) are present. There were no particulates missing from the jaw over-mold (white portion of the jaw). The electrode was intact with the jaw over-mold, and there is no separation between the two sections. The cut blade, with the jaw open, is behind the tissue stops. The jaw aperture at the tip measures greater than 16mm, which is normal, according to the complaint investigation guide. The measurement was taken with a digital caliper. The driver slots and drives pin do not appear worn, and there was slight tissue inside the driver slots. For inspection of the jaw gap, toe in/toe out, investigator identified that the rear proximal dots came into contact with the other jaw; however, the distal end dots did not, when fully grasping the jaw section. The root cause could not be identified. Based on the results of the investigation, the product analysis was unable to confirm the reported issue. A visual inspection did not reveal any abnormalities, and the device components appeared intact. Functional testing showed that the device operated as intended, and no issues were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during a laparoscopic hysterectomy therapeutic procedure, the powerseal 5mm jaw tip was stuck and unable to open. The procedure was completed using an olympus back-up device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.